Manufacturer narrative:
This device is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was discovered to be in safety mode. Surgical intervention was performed and the crt-p was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. Telemetry could not be established with the device but engineering-level communication with the device found it had reset. The device case was removed to facilitate inspection of the internal components. The battery voltage was found to be low enough to result in the observed reset. Electrical testing and photo emission microscopy analysis identified an anomaly in a specific site on an integrated circuit component. That site was within one of the component layers (oxide) within a region of the integrated circuit corresponding to a transistor switch. This anomaly can cause a high current drain, which over time can result in premature battery depletion, which appears to have occurred in this case.